Manufacturer narrative:
This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure with retrograde approach for a non-union of femoral shaft nonunion. Supplemental fixation of long lcp plate was done. Postoperatively, there was a union of fracture noted. Patient had a previous open femur fracture treated with rafn. Questionably septic nonunion. Treated with nail exchange and lateral compression plating with 3.5 lcp system. There was an evidence of healing reported. No further information is available. This report is for one (1) unk - screw -nail locking. This is report 3 of 4 for (B)(4).